Event description:
It was reported that the port was no longer needed as the patient had completed treatment. When the catheter was removed the physician stated that the tip was missing. This was later confirmed via x-ray. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one x-port isp w/ 8fr groshong catheter were returned for evaluation. A complete compound break was noted at the distal end of the catheter segment, approximately centered on the three way valve. The compound fracture showed clear striations consistent with sharp instrument damage and appeared clean. Therefore, the investigation is confirmed for the alleged break without embolism. The split appears to be caused by sharp instrument damage, however, it is unknown when/how the cut occurred. Therefore, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the port was no longer needed as the patient had completed treatment. When the catheter was removed the physician stated that the tip was missing. This was later confirmed via x-ray. There was no reported patient injury.